Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/14/2024, it was reported by a sales representative via phone that an ar-4020c-08 biocomposite interference screw broke while being inserted. This occurred during use in a case with no patient effect. Procedure completed using a 4.75 swivellock on the tibial side. Delay in case 20 minutes. Proximal portion of the screw remain in the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to misaligned insertion, or prying/leveraging the screw during insertion.